Manufacturer narrative:
(B)(4): results: eval for the returned product shows that the window side right window zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer claims there's zipper damage on the right side panel. The teeth do not connect when the zipper is closed. There was no pt incident or injury report.